Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, upon bowing the jagtome revolution rx, the cutting wire broke. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.